Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301312 arcos con 491000; 11-300922 arcos distal taper 501080; pt-106056 reng ringloc shell 150750; 11-107323 freedom standard liner 363880; 11-107018 freedom constrained head 968260; 120002 cocr troch cable 516680; 120005 cocr cable sleeve 609390 (qty 4); 103531 profile screw 930580 (qty 5). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be file accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10545; 0001825034-2018-10547;0001825034-2018-10548;0001825034-2018-10549;0001825034-2018-10550; 0001825034-2018-10553.

Event description:
It was reported patient experienced right hip drainage with diverticulitis and uti at an unknown amount of time post right hip revision. Attempts have been made and additional information on the reported event is unavailable at this time.